Event description:
Per the clinic, the patient was explanted due to incorrect procedure resulting in the kinking of the electrode array.the patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
A floor buffer was taken into the magnet room by a hospital cleaning person. The buffer was pulled into the magnet field and stuck to the rear of the magnet. The cleaning person's left thumb was caught between the buffer handle and the rear cover of the magnet and was partially amputated.

Manufacturer narrative:
(B) (4)